Event description:
Per the consumer's family member, the plastic hubs on both front casters allegedly collapsed and caused the consumer to fall from the chair onto the pavement in the street. The consumer was taken to the hospital by ambulance and allegedly sustained a subcutaneous hematoma.